Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and high capture thresholds. The patient was not symptomatic. The lead was explanted and replaced successfully. The patient was stable post procedure.